Event description:
It was reported that this lead was surgically abandoned due to exhibiting noise, oversensing with pacing inhibition, no asystole noted. Furthermore a connection issue was observed due to setscrew issue. Another lead was implanted instead. No further adverse patient effects were reported.